Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed power error alarm. Customer's blood glucose was 6 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the displacement test, sleep current measurement, and active current measurement. Detailed trace analysis confirmed the insulin pump alarmed low battery and then power error alarm was triggered when backup battery unloaded voltage (unloaded vlith) was less than 3.7v for consecutive 240 minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. Insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip rail, case cracked behind the insulin pump extending towards the right and edge of the keypad overlay, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window. .